Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm and no moisture damage on the electronic assembly.

Event description:
The customer reported via phone call that she dropped the insulin pump in the bathtub and then received a button error alarm. Customer's blood glucose value was 110 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.